Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was removed and the needle remained inside the customer's skin. The customer's blood glucose at the time of the incident was unknown. The product will not be returned to the analysis.

Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
Adverse event has been updated to malfunction from serious injury.